Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted pump. On (B)(6) 2016 the reporter stated that their co-worker was updating the patient¿s pump, the programmer had a hardware/software error (a broken programmer icon) and the telemetry was halted. The reporter did not know what code appeared on the programmer screen. Per the reporter, they had just gotten the 8870 software update. No patient symptoms were reported.